Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that it was found the packaging was crushed on the corner, blister cracked and open. The sterility was compromised.

Manufacturer narrative:
(B)(4). Added additional information: there was one device/package received. The package was received with the blister cracked on the corner, compromising sterility. The carton was not provided. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. There were no missing pieces of the blister, therefore the blister was completed and intact when sealed to the tyvek. Damage occurred outside of packaging facility and was caused by impact from the outside. There was no other damage to the package. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. - (B)(4).